Event description:
The customer reported that she had a leaky reservoir prior to the reservoir she was using. The blood glucose reading was 192mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.